Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of 4 months, due to insufficiency, perivalvular leak and paravalvular leak. No further information was provided. An operative report was requested but was not provided. Information learned through implant patient registry and through follow-up with the surgeon.

Manufacturer narrative:
Device not returned.